Event description:
The customer stated that she tested her blood glucose and received readings of 553 and 423 mg/dl using her contour meter. She retested using another meter and received a reading of 140 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have her testing supplies with her at the time of the call, so troubleshooting was not possible. No product will be returned at this time.